Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
The customer reported via phone call that his blood glucose level dropped to 38 mg/dl and was involved in a car accident as a result. The customer treated his blood glucose level with glucose tablets. The ambulance was dispatched, a day during the last week of september, as a result of the low blood glucose level. It was possible his blood glucose level dropped due to over treating for food intake. The ambulance gave him a glucagon shot and in the hospital his vital signs were taken. The customer was wearing the insulin pump at the time of hospitalization. He was involved in a car accident and was the driver. The customer also had issues with the sensors. The insulin pump never alerted him or shut off when his blood glucose level dropped. The device was not returned.